Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient with an abbott pacemaker was deceased due to syncope. The cause of death is currently unknown. Further information was requested but is not yet available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.